Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic esophagectomy followed by making gastric tube in the abdominal cavity through open procedure, the surgeon felt that the back hinge of the device didn't match well and heard that the closing sound was unusual. Anyway, he pushed forward the knob, and staple line was normal. At second firing, a new reload was used and had the same issue. A new handle and reload was used to complete the procedure. There was no patient injury.